Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that the stent was uneventfully delivered to the cavernous internal carotid artery (ica) aneurysm. However, in the moment of the deployment of the stent, which was performed correctly, no stent was deployed and the radiopaque markers of the stent could not be seen anywhere in the anatomy of the patient. The stent remains in the patient's body but it could not be found by various studies. The procedure was successfully completed with another of the same device. There was no clinical consequence to the patient. No further details provided.